Event description:
The customer reported that the device had a speaker malfunction and does not work anymore. There was no allegation of a death or a serious injury.

Manufacturer narrative:
(B)(4). Communications with the responsible philips technical support specialist (tss) confirmed that there was no pt involvement. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms) to generate a "speaker malfunction" inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the pt. The importance of using the monitoring equipment in conjunction with close personal observation of the pt is stated in the product labeling. The labeling (intellivue x2 multi-measurement module. Instructions for use, part number 453564208381) describes personal surveillance. "Warning - do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshooting the monitor. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Despite this, philips healthcare has a policy to report loss of audio in abundant caution. The problem was resolved by replacement of the ms_x2 assy cbl x2mp2 speaker assembly (45356423862) which is considered all that is warranted for this malfunction. The available info supports that there is minimal health risk for the pt or users. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.